Manufacturer narrative:
Correction: event is now an adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller said the patient said their device doesn't work. Caller did not know what is meant by the device not working. It was advised patient follow up with healthcare professional (hcp) to have device checked and confirm stim is turned off before scanning for MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the nurse in the emergency room (ER) reported that the patient¿s programmer unit was not turning on. The hcp indicated that, per the patient, their ¿device stopped working¿ a few years ago. Initially it was discussed that the ins may be at end-of-service (eos) but then the hcp stated the programmer was not turning on. The hcp was going to find aaa batteries and contact the manufacturer back if needed. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event now (B)(6) 2017. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They reported that cause of the device not working was because it had been turned off for a long time as it was not helping the symptoms. Symptoms didn't improve even after reprogramming. Patient decided to try botox bladder injectives. No further complications were reported.